Manufacturer narrative:
The ge service representative conducted an onsite investigation. The intelligent shut down board was replaced. The customer replaced the interconnect cable. The system was tested and operates as intended.

Event description:
The customer reported that the system would not boot up. No patient injury was reported.